Event description:
It was reported that the lead was replaced due to an unknown reason. The explanted lead was discarded per hospital policy, and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer was made aware. D2b: lgw - qrb.